Event description:
Customer reported questioning results from their sars-cov-2 tma runs using assay lot 289870 on panther fusion instrument sn (B)(4) due to negative controls with elevated rlu values. The negative qc on lane 1 reagent ran in the low 300 rlus, but when it changed to lane 2, it ran around rlu 420. Customer uploaded logs but did not specify which worklist(s) were affected.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and confirmed the negative controls were running slightly higher than the expected range of 300-400 rlus. Ts noted the only invalid run was due to reagent dispense failure flags on the controls. Ts relayed the information to the customer, and they understood that some assay lots could run slightly higher than others. No further issues were reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua(B)(4), aptima sars-cov-2 eua(B)(4), and aptima sars-cov-2/flu eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.